Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) from (B)(6) alleging that their onetouch verio pro meter had an incorrect meter average in the meter memory. The patient did not allege any harm or injury because of the reported issue. The customer care representative (ccr) confirmed that the patient was not using the subject meter for the first time and that there had been no known misuse to the subject meter. During troubleshooting the patient informed the ccr that "the subject meter is taking 4 readings a days but the number of readings in the 7 day average is about 20" the alleged issue was not resolved when the ccr walked the patient through verifying/activating the meter average setting. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter's memory had an incorrect meter average. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.